Manufacturer narrative:
Correction: section b6 and h11- fluoroscopy confirmed the dislodgement. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported events were lead dislodgement and loss of capture. A complete lead was returned in one piece. Visual and x-ray inspections of the lead found no anomalies. The s-curve hump height was measured within product specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. Fluoroscopy confirmed the lead dislodgement. The physician made several attempts to implant the lv lead but was unsuccessful. The lv lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.